Event description:
The customer reported that there was an alarm when the device was turned on. Customer states no patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.